Manufacturer narrative:
The field engineering specialist ran an instrument check which failed. He also performed carry over testing which failed. Looking at the measuring cell counts, the field engineering specialist did not know why the testing was failing. He replaced the measuring cell. Calibration and qc testing was performed with acceptable results. The investigation is currently ongoing.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.

Manufacturer narrative:
(B)(4). The event occurred in: (B)(6).

Event description:
The customer complained of a questionable elecsys troponin t hs (tnths) result for 1 patient tested on a cobas 8000 e 801 module. The initial tnths result was 98.9 pg/ml. Approximately about 1 hour later a new patient sample was collected which resulted in a tnths result of 3.7 pg/ml. The difference in results led the customer to retest the initial patient sample. The retest tnths result for the initial sample was 3.4 pg/ml. The tnths results of 3.7 pg/ml and 3.4 pg/ml were both generated from a different analyzer than the initial result. The erroneous result was released outside of the laboratory. There was no allegation of an adverse event. The tnths reagent lot was 305652 with an expiration date that was not provided. The customer says that the tnt assay is running fine and there are no qc issues. However, review of the qc data provided showed several warnings regarding increased qc recovery. On the day of event qc was acceptable. The investigation is currently ongoing.